Event description:
This event involved a patient 16 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery (B)(4)contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. This is one of four reports (3007042319-2013-00344, 00345, 00346 and 00347) submitted for devices related to the same event. No additional information will be forthcoming.